Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service rep was on site to confirm that pump was working as intended and there where no issues. Completed functional and safety test and returned to the pump to the customer. The customer was reminded that the pump pauses under normal functioning to verify timing. (B)(4).

Event description:
Customer reported that while the iabp was in use on a pt, the iabp intermittently stopped pumping for varying lengths of time. Therapy was continued using the same iabp. No pt injury was reported.